Event description:
On 07/07/2008, the pt's vendor reported that the pt has experienced occlusion errors (e4) for the past 4-5 weeks. Her blood glucose elevated to 355 mg/dl and she injected insulin via pen. Her blood glucose then decreased to 265 mg/dl after one hour. Her normal blood glucose level is 140 mg/dl. The pt changes the infusion site every 2 days and the infusion tubing every 4 days. No further info is available. Product was requested to be returned for eval.